Event description:
The manufacturer received this report. Mea procedure performed in 2006. The mea procedure was aborted due to an abnormal temperature profile recognized by the physician. Patient returned 14 hours after the procedure complaining of abnormal pain. Laparotomy confirmed uterine perforation and damage to the small bowel. Corrective surgery was performed on the bowel. The patient has been discharged and is recovering well.

Manufacturer narrative:
The mea system records data for each patient treatment procedure, including system parameters and patient data entered by the physician. The company analysed the mea system's treatment data file associated with this event. The conclusions of the analysis were that both the applicator and the mea system were functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The company also tested the applicator which was found to pass all production final test procedures.